Event description:
It was reported that when using the bd pyxis¿ es server 2 virtual test stations need to be repointed to different sites. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 virtual test stations need to be repointed to different sites. A technical support specialist dialed into stations and, after coordination with customer, confirmed that pyxismed03 needed to point to med_sjm and pyxismed04 to mcset, with acknowledgment that the station databases would be overwritten. A full synchronization was successfully completed on pyxismed03 to med_sjm, and storage space was configured to remote stock per customer request. Tss was initially unable to full synchronize pyxismed04 because the computer name was bound to med_salt; deletion approval was requested but initially failed due to loaded controlled medications. Pyxismed04 was then full-synchronized to med_salt to allow medication unloading, after which the device was successfully deleted from the server. The station was rebooted, a subsequent full synchronization was completed successfully, and storage space was configured to remote stock. The customer verified that both stations were functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.